Event description:
Allegedly, patient revised due to modular neck fracture.

Manufacturer narrative:
After the initial report it was determined that this was previously reported under MDR 3010536692-2015-02105. Please void the initial report.